Event description:
The patient's generator was replaced and received by the manufacturer for product analysis. Product analysis was completed on the returned generator and found evidence of premature battery depletion. Upon opening the generator can, visual analysis identified contaminates on the trimmed edge of the printed circuit board assembly (pcba). The post-burn electrical test indicated that the contamination on the trimmed edge of the pcba was suggestive of probable electrical paths that were established between the copper edges, which could contribute to premature battery depletion. Outside of the contaminates found on the pcba and resultant premature battery depletion, there were no performance or any other type of adverse conditions found with the pulse generator. The manufacturer's device history records were reviewed. The generator passed final quality and functional specifications prior to release but was subjected to the laser-routing process. A review of the internal data from the generator was reviewed and the generator's voltage indicated that the generator had 11-25% battery life remaining and the % battery consumed of 87.896% indicated that around 13% of the battery life was remaining, which aligned with the battery voltage. However, the results of the electrical test in product analysis indicated premature battery depletion. There was no indication of exposure to electrostatic discharge or electro-cautery per the minimum voltage in the internal data. No further relevant information has been received to date.